Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the caller is calling back regarding the same issue, the patient's back is killing him and he can barely walk because of this and is now having to use a walker. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had an adjustment a week ago. The patient was in the hospital for an unrelated reason and needed a manufacturer representative (rep) to come look at the device because his back was painful and it needed to be adjusted. The pain started on (B)(6) 2019. No further complications were reported.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-15. It was reported that they spoke to the patient; they walked the patient through a few things on the remote and the patient was feeling stimulation in their back. In the end, the rep gave the patient their number to schedule an appointment in the following week for reprogramming. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.